Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is rupture, capsular contracture baker grade IV, fluid around the implant, and the capsule "had a weird look, and had a lot of dark stuff on it". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported a left side rupture, capsular contracture baker grade IV, fluid around the implant, the capsule had a weird look and a lot of dark stuff on it. Device has been explanted.